Event description:
The customer alleged the temperature of the water was very hot. The customer was concerned about damaging the scopes. The customer did not know the temperature of the disinfectant solution and was also unaware of the ambient temperature inside the unit. In addition, the customer stated the unit was turned off in the middle of the cycle and the temperature of the fluid was 127 degrees fahrenheit. There was condensation inside the unit. The customer stated the fumes from the disinfectant made him dizzy. The customer stated the room was small and did not have good ventilation. Subsequently, the customer stated four healthcare workers experienced adverse effects from the cidex opa fumes. The first healthcare worker experienced "dry throat, shortness of breath, confusion/slowed thought process, burning eyes, nasal symptoms, hypertension, and tachycardia" for a duration of 1-3 hours. The healthcare worker was admitted to the ER and was later discharged. The room was evacuated shortly after. The customer later stated the healthcare worker had completely recovered from the symptoms and returned to work. An (B)(6) field service engineer (fse) is scheduled to assess the unit on site.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the staples of the acral part were unformed at the third firing. The articulation lever was used at the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that he had felt the device could have been fired as usual.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4). The procedure was lobectomy, was not hepatectomy.(B)(4).

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a unfired cartridge loaded on the device. The device was tested for functionality with the returned and test reloads on the three articulated positions; on the left and right side it fired, and formed the staples as intended. On the center the device malformed some of the staples. The cut was noted to be jagged on the three articulated positions due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.